Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that placement difficulty was experienced during the attempted implant of this lead. The physician reported no pacing output and the lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.